Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full was returned, analyzed and the distal conductor was fractured. It was noted that the distal conductor was distorted, the outer tubing was kinked/buckled, the outer insulation was breached cut and blood/body fluid was noted on the helix/lobe mechanism and on several conductors.

Event description:
It was reported that the lead was replaced due to "lead malfunction", failure to appropriately pace, inappropriate shocks and fracture. No further patient complications have been reported as a result of this event.